Event description:
An affiliate reported that a (B) (6) female underwent treatment of a 99% stenosis of her proximal to mid right coronary artery (rca). The lesion was described as de novo, slightly flexed, slightly calcified and slightly tortuous. The lesion was pre-dilated with a 2.5 x 20 mm score flex balloon prior to the implantation of a 3.0 x 33mm cypher stent at the proximal rca. A 3.0 x 18mm cypher stent was being delivered distal to the first implanted cypher, but the tip of the second cypher became caught on the calcification and struts of the first cypher. The second cypher could not be delivered even after several attempts. The second cypher was retrieved from the pt and was confirmed to be flared at the distal end. A 3.0 x 23mm cypher stent was successfully implanted at the mid rca, overlapping the first cypher stent. There was no reported injury to the pt. The product will be returned for analysis. The device had appeared normal prior to use.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.